Event description:
It was reported to boston scientific corporation that a rapid exchange locking device with biopsy cap device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician went to pass a dreamtome through the biopsy cap. However, the dreamtome would not pass through the cap sponge, and became kinked. Another rapid exchange locking device biopsy cap was used, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Visual evaluation found that the foam sponge was intact inside of the rx biopsy cap. The rx biopsy cap was cut open to expose the foam sponge. The center of the sponge appeared to be slightly torn from attempted use. The slits did not appear to be perforated completely. This may have contributed to the inserted device catching onto the sponge and not having a clean slit/ path to penetrate. The most probable root cause of the foam sponge not being perforated completely could not be determined at this time.

Event description:
It was reported to boston scientific corporation that a rapid exchange locking device with biopsy cap device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician went to pass a dreamtome through the biopsy cap. However, the dreamtome would not pass through the cap sponge, and became kinked. Another rapid exchange locking device biopsy cap was used, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of another device not being able to pass through the cap sponge. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.